Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer stated that the unit will turn on for the audible alarm however no lights and the compressor will not kick-in.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. The underlying cause was identified as the pcb had no power.

Event description:
Dealer stated that the unit will turn on for the audible alarm however no lights and the compressor will not kick-in.